Manufacturer narrative:
Investigation outcome: the intellicuff device log indicated technical failure tf10, representing the third occurrence at the same facility when used with a c6 + intellicuff configuration. Patient involvement was reported, and medical intervention was required, including exchange with another c6 unit; however, no detailed clinical outcome was provided. As correction, the intellicuff kit (pn (B)(4)) was replaced using available stock (serial change from 9948 to 16428), and the affected unit was removed from service. Logfile review confirmed multiple occurrences of alarm 3010 (¿pressure does not rise¿), indicating repeated inability of the device to reach or maintain target cuff pressure. This behavior is consistent with a leak or pressure instability condition and aligns with the reported device symptoms. This case is considered as closed.

Event description:
During patient ventilation the intellicuff device alert for technical failure tf10. This technical failure is related to a motor performance issue. The intellicuff device got replaced and the patient treatment continued. This incident did not result in any patient harm. A motor performance issue will be assessed as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.